Event description:
It was reported that three attempts were made to place a filter into a "crashing" patient. On the first attempt, the fellow forgot to remove the dilator which resulted in him pulling back on the pusher wire and de-splining the filter. A new filter was used for the second attempt by the fellow in which the filter got caught at the distal end of the catheter and would not fully deploy. The staff doctor utilized a recovery cone to pull the filter out of the delivery system and ultimately out of the patient. Third filter was placed by staff doctor without incident.